Manufacturer narrative:
The table subject of the reported event was installed at the user facility in (B)(6) 2003 and is approximately 17 years old. The table is maintained by a third-party provider. A steris service technician arrived onsite to inspect the table and found that the control board within the table had shorted. Based on the technician's inspection, the event is indicative of fluid intrusion. The fluid intrusion caused the control board to short which resulted in the reported event. The reported event is attributed to improper maintenance activities as facility personnel should have ensured that the table was properly resealed after maintenance activities to prevent fluid intrusion. The 3085 sp surgical table is designed to meet ipx4 fluid ingress standards and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. The 3085 sp surgical table operator manual (1-2) states, "warning - personal injury and/or equipment damage hazard: safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the faithful performance of routine maintenance. Contact steris to schedule preventive maintenance." The 3085 sp surgical table preventive maintenance checklist states to perform the following twice annually, "5.1 secure all covers and shrouds. Apply rtv sealer to meet ipx4 requirements." Based on the technician's inspection, the technician determined that additional repairs were required throughout the unit due to damage caused by the fluid intrusion. Per the user facility's request, the user facility's biomed department will perform all additional necessary repairs to the unit. The technician counseled the user facility on proper maintenance activities, specifically ensuring the table is properly resealed after maintenance activities to prevent fluid intrusion. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 3085 sp surgical table lowered into a level position without being commanded to do so. The user facility was able to transfer the patient to another table and the procedure was completed successfully. No report of injury.